Manufacturer narrative:
(B)(4). Product not returned for evaluation. No replacement product needed at this time. Most likely underlying root cause: (B)(4) - user has high glucose value test strip UDI# (B)(4). Note: after several attempts manufacturer contacted customer on (B)(4) 2017 in a follow-up call in order to ensure the customer's condition since the initial call; customer drove himself to the ER. Customer was diagnosed with hyperglycemia. Customer is no longer experiencing symptoms. Customer just being released from the hospital. Customer disconnect the call. Unable to reach customer for additional information.

Event description:
Consumer reported complaint for hi. The expected fasting blood glucose test result range is undisclosed. The customer did report symptoms of feeling dizzy and experiencing blurry vision. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product storage location is undisclosed. The test strip lot manufacturer's expiration date 11/15/2018 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history. Customer called in stating that meter read hi. Customer states she just wanted to know how high the meter can read, informed customer that meter can read up to 600mg/dl .customer than states that she will seek medical intervention because she is feeling dizzy and has blurry vision. She sates that she will call her daughter to take her to the ER.